Event description:
It was reported the snubber board was inadvertently blown. This issue will prevent the system from creating fluoroscopic x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber board was replaced during the service call. The system was tested and found to be working as intended and put back into service.